Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during one posterior communicating artery pcoma tiny aneurysm embolization case, the subject coil could not be inserted into aneurysm and it kicked-back. It also protruded into parent vessel. Withdrew the subject coil back into microcatheter and removed from patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during one posterior communicating artery pcoma tiny aneurysm embolization case, the subject coil could not be inserted into aneurysm and it kicked-back. It also protruded into parent vessel. Withdrew the subject coil back into microcatheter and removed from patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.